Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that prior to this patient receiving radiation treatments, interrogation of this implantable device was performed. An automatic lead safety switch (lss) from bipolar to unipolar mode was identified on the atrial channel. The switch occurred due to an out-of-range atrial impedance measurement of 2035 ohms. Additionally, atrial tachycardia response (atr) episodes were inappropriately stored due to oversensing and noise/artefact. The patient is atrial paced less than three percent; therefore, the rate response was programmed off to avoid unnecessary rate response. Follow up evaluation confirmed satisfactory impedance measurements in unipolar configuration. It was noted that this patient has a competitive atrial lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that prior to this patient receiving radiation treatments, interrogation of this implantable device was performed. An automatic lead safety switch (lss) from bipolar to unipolar mode was identified on the atrial channel. The switch occurred due to an out-of-range atrial impedance measurement of 2035 ohms. Additionally, atrial tachycardia response (atr) episodes were inappropriately stored due to oversensing and noise/artefact. The patient is atrial paced less than three percent; therefore, the rate response was programmed off to avoid unnecessary rate response. Follow up evaluation confirmed satisfactory impedance measurements in unipolar configuration. It was noted that this patient has a competitive atrial lead. No adverse patient effects were reported.